Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mom reported via phone call that the customer experience hyperglycemia and high keytones. Customer's blood glucose level was over 400 mg/dl, current 393 mg/dl. Customer reported that bent cannulas was that serter doesn't feel like its firing as hard. Customer reported that the broken clip and grip was loose. Customer reported serter does not show signs of physical and cosmetic damage. Customer did not reported that the set release button was not releasing the infusion set. Customer did not report that the serter was getting stuck when cocking. Mom declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.